Manufacturer narrative:
Concomitant medical products: product ID :8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (10 mg/ml at 1.5 mg/day) and marcaine (40 mg/ml at 6 mg/day) via an implanted pump. It was reported that approximately 3 or 4 weeks ago the patient was experiencing an increase in pain symptoms, vomiting, and sweating. On (B)(6) 2020 the hcp attempted cap (catheter access port) access and was not able to aspirate from the cap. The patient was taken to surgery on (B)(6) 2020 and intra-operatively it was determined that the spinal segment of the patient¿s catheter had an occlusion. The cause of the issue was undetermined. During the procedure, the catheter was revised by replacing the existing spinal segment with a new spinal segment. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.